Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The pediatric patient had a fever (37.3 degrees celsius) while the cgm was displaying 196 mg/dl. A bg fingerstick was checked and the bg was 500 mg/dl. The patient's mother provided the patient with 2.5 units of insulin. After two hours, the patient's bg decreased to 300 mg/dl. At 8:20 pm the bg was 220 mg/dl and in the morning the bg was 120 mg/dl. After the event and treatment, although the higher temperature remained and the patient was still ill, the patient no longer had the hyperglycemia symptoms. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.